Manufacturer narrative:
Literature:lainiala, o. S., moilanen, t. P., hart, a. J., huhtala, h. S., sabah, s. A., & eskelinen, a. P. (2016). Higher blood cobalt and chromium levels in patients with unilateral metal-on-metal total hip arthroplasties compared to hip resurfacings. The journal of arthroplasty,31(6), 1261-1266. Doi:10.1016/j.arth.2015.11.045. The product was not available for return. Without the opportunity to examine the complaint product, root cause cannot be determined. Complaint history for metal on metal complaints is reviewed, based on statistical analysis, during the monthly CAPA meeting. Part and lot identification are necessary for review of device history records and complaint history, neither were provided. Without the opportunity to examine the complaint product, root cause cannot be determined. Risks associated with reported condition are addressed through the warnings in the package insert as a part of design control risk management. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Information was received based on review of a journal article titled, higher blood cobalt and chromium levels in patients with unilateral metal-on-metal total hip arthroplasties compared to hip resurfacings. Twelve (12) patients were identified in the article revised prior to ion measurement for unknown reason on an unknown date. There has been no further information provided. All other events will be reported in individual records which will be linked to this parent record.